Manufacturer narrative:
The index procedure was an elective case. The target lesion was the proximal/mid right coronary artery (rca). The lesion was reported to be: de novo, eccentric, calcified, 44 mm in length, vessel diameter of 3.3 mm, and type c. Rotablator therapy was conducted first. A cypher 3.0 x 23mm stent (stent #1) was implanted at 18 atm for 30 sec. An additional cypher 3.5 x 33 mm stent (stent #2) was implanted at 18 atm for 30 sec proximal to the first stent in overlapping fashion. The stents were post-dilated with the stent delivery system (sds) balloon at 18 atm for 30 sec. Ivus was done. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. An act was not measured. Two (2) days after the index procedure, the patient had another elective procedure. The target lesion for the procedure was the proximal/mid left anterior descending (lad) coronary artery. The lesion was reported to be: de novo, eccentric, calcified, 35 mm in length, vessel diameter of 2.8 mm, and type c. The lesion was pre-dilated with a 2.75 x 10 mm balloon at 6 atm/duration unknown. A cypher 3.0 x 18 mm stent (stent #3) was implanted at 16 atm for 30 sec. An additional cypher 3.0 x 18 mm stent (stent #4) was implanted at 16 atm for 30 sec proximal to the first stent in overlapping fashion. The stents were post-dilated with the stent delivery system (sds) balloon at 18 atm for 30 sec. Ivus was done. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. An act was not measured. Please note that device is distributed outside the united states, however, it is similar to the united states product. This report is for two products with the same catalog number. The products are not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that approximately twenty (20) months after the index procedure while hospitalized for surgery due to bladder cancer, the patient developed a myocardial infarction (mi). Coronary angiography was done and thrombus was noted in two (2) of the previously implanted cypher stents in the proximal/mid left anterior descending target lesion. The very late thrombosis (vlt) was treated by aspiration of the thrombus and balloon angioplasty. The patient remained hospitalized and was transferred from the division of cardiovascular disease to the department of urology one week later after, the patient recovered from the mi. The physician's comment regarding the possible cause of the thrombotic event was due to aspirin therapy being stopped due to the surgery for bladder cancer and the stent being under-dilated.